Event description:
It was reported to boston scientific via an article published in clinical interventions in aging that a single-center cohort study was conducted to compare three enucleation techniques: bipolar transurethral enucleation of the prostate (b-tuep), thulium laser enucleation of the prostate (thulep), and robotic-assisted simple prostatectomy (rasp) in older adult patients (greater than 60 years) with large-volume benign prostatic hyperplasia (greater than 80 cm3). A total of 127 patients completed 12-month follow-up, including 58 patients treated with thulep between january 2014 and june 2024. The thulep procedures were performed using the vela xl 120-w thulium:yag laser (boston scientific) delivered via a 600-micrometer lighttrail fiber. There were no reported device malfunctions or patient complications during the thulep procedures. The following post-operative complications were reported: 2 patients required prolonged analgesics due to pain, 28 patients had a urinary tract infection (uti), and 14 patients had unexpected return visits. The reasons for the return visits were 5 patients with hematuria, 3 patients with uti, 2 patients with urinary retention (ur), 1 patient with dizziness, 1 patient with herpes zoster, and 2 patients with abdominal bloating. All patients who had an unexpected return visit were treated without invasive intervention. It was noted that patients treated with thulep had pain scores that were the lowest among the three groups, and no patients developed postoperative stress or urgency urinary incontinence, urethral stricture, or bladder neck contracture during the 12-month follow-up. Medication-free survival at up to 60 months was comparable to the other surgical techniques. Overall, patients who underwent treatment via thulep exhibited significant improvements in international prostate symptom score (ipss), maximum urinary flow rate (qmax), post-void residual (pvr), and quality of life (qol) over 12 months.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no reported device performance allegation. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Additionally, the reported patient symptoms were found to be listed in the IFU as an anticipated adverse event associated with the device or procedure. A risk review was completed and confirmed that the events of infection, urinary tract, hematuria, urinary retention, dizziness, abdominal distention, infection, pain were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.